Event description:
It was reported that scheduled review of remote home monitoring data noted that this right ventricular (rv) defibrillation lead exhibited frequent loss of capture (loc) on the presenting electrogram (egm). Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.